Manufacturer narrative:
Follow up #1 05/30/2017 device evaluation: the pump has been returned to animas and evaluated on 05/11/2017 with the following findings: there were multiple call service 052 alarms observed in the pump¿s black box. The pump powered on to a frozen animas logo on the display screen. The slave processor could not be programmed via the infrared port on the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump beeped and the word animas came across the screen. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.